Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor controller was down. During planned maintenance (pm), the motion controller lost communication with the computer. There was no patient involvement. It was reported that the motion controller became unresponsive during the planned maintenance (pm). Troubleshooting was performed. It was not possible to move the magnet so maintenance action needed to be interrupted. It was reported that the probable cause of the issue was a defective motion controller.

Manufacturer narrative:
G2: this issue occurred in italy, see section e. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Additional system service was performed. A temperature control subsystem failure was identified. Cut off temperature (n30 only); t1 1min 8mm after temp. Tests (n30 only); gradient ps & 3 amp¿s shutdown. Test finalization failure: in \ out and up \ down movement; navigation accuracy; system backup; boot from archive hd; restore backup on archive disk; archive & service archive folders exist; archive sw version same as primary hdd; tools visibilty; shortest t1 scan; images are pushed to the stealth station; clean spool directory; delete patients acquired in md mode; clean of c:\odin...temp directory. Test finalization failed. No hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further review, it has been determined that this issue is not related to software. As such, this event does not meet reporting criteria.